Event description:
It was reported that high impedances on the right ventricular defibrillation coil and increased impedance on the high voltage shocking coil triggering an alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.